Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission on (B)(6) 2017 with excessive battery depletion. The battery longevity had dropped from six years in february to two years in may. No action will be taken on the device. The physician will monitor the patient.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information received noted the implantable cardioverter defibrillator was explanted on (B)(6) 2017.